Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty-two months following the implant of this transcatheter bioprosthetic pulmonary valve, chest xray showed four minor stent fractures at the anterior-superior portion of the stent. There was no loss of stent integrity. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.